Event description:
A customer reported that the screen of their pump was broken, making the touchscreen unreadable and unresponsive. The recorded blood glucose level was 150 mg/dl, which is within the normal range. The customer was expected to return the device, and a replacement pump with a new serial number was planned to be sent. No additional information was available regarding the outcome of the event.